Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Customer requested confirmation on that pump was performing as intended as blood glucose (bg) level was low (48 mg/dl). During system check with tandem technical support, it was confirmed that the pump was performing as intended. Customer then stated that he had counted/guessed carbohydrate value and entered into the pump, resulting in delivery of an inaccurate dosage. Customer acknowledged that low bg level was due to operator error and indicated that bg level would be managed.